Event description:
Ous MDR - it was reported that this lead was explanted about 9 months after implant because of oversensing, incorrect detection, and an inappropriate shock. No suspicious measurement values had been found during the previous follow-up. There were no other adverse patient events reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by squashing about 32 cm distal of the connector pin. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead by the subclavian crush syndrome. X-ray images or diagnostic images of any other kind that could provide information on the spatial relationships of the implanted system in the body were not available for analysis. The cuts in the insulation are probably a result of the explantation process. Blood had entered the lead at these sites. There were no indications of material defects or manufacturing errors.